Event description:
A report was received that the patient fell asleep wearing a heating pad on the back which resulted in a burn and ipg site became too sensitive. It was stated that the patient had a scabbed wound and was in a healing process. The patient will have a wound debridement.

Manufacturer narrative:
Additional information was received that the patients burn wound had healed.

Event description:
A report was received that the patient fell asleep wearing a heating pad on the back which resulted in a burn and ipg site became too sensitive. It was stated that the patient had a scabbed wound and was in a healing process. The patient will have a wound debridement.